Event description:
Clinic notes were received that indicated that the patient desired vns explant surgery because he believed that the vns caused his seizures to worsen. No additional relevant information has been received to date. No known surgical intervention has occurred to date.